Event description:
It was reported that the atrial lead was undersensing. The atrial lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; proximal segment of the lead was returned and analyzed.